Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel - (B)(4).

Event description:
The customer contact reported a "short power cord." The device was returned to the biomedical dept from the central cleaning dept with a report of a "short power cord." During testing at the user facility, after the ac power cord was plugged into the ac power outlet, a spark was noted from the plug of the power cord. At that time, charring and melting of the ac power cord plug were reported. There were no reported adverse effects to the healthcare professional. No medical interventions were required. There were no reports of any adverse pt events while the device was in clinical use. Though requested, the customer declined to provide add'l info.